Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl, which was treated with manual injections. The customer stated that she felt sickness in her stomach. The customer's mother stated that they contacted the customer's doctor and would monitor the blood glucose levels. She reported that the insulin pump shut off just before alarming battery out limit. Nothing further reported.